Event description:
Patient was undergoing an implant of an automatic internal cardiac defibrillator. The procedure operator's report states that access was difficult due to scar tissue from prior device. Once the axillary vein was accessed it was quite difficult to pass wire given the numerous valves. For this reason a curved tip and later a straight terumo wire were tried. Of note upon removing the straight tipped terumo wire it became apparent there was some shearing of the outer coating. The wire still appeared intact. Fluoroscopy did not demonstrate any retained material in the patient. Procedure operator stated to that the outer coating may have been removed as it was entering or exiting the access needle. Wire was saved but inadvertently disposed of and was unable to be returned to the manufacturer.